Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of implantable cardiac monitor (icm) revealed false episodes of bradycardia, pause due to under sensing. The icm was reprogrammed. Patient was stable before, during, and after the programming changes were made.